Event description:
Pt was admitted for exacerbation of copd. On (B)(6) 2007 she noted that her indwelling voice prosthesis was protruding from the tracheoesophageal puncture site. On (B)(6) 2007, she noticed that the prosthesis was gone. Xray confirmed presence of foreign body in lung. Pt underwent a bronchoscopy (B)(6) 2007 and the indwelling prosthesis was retrieved. Upon examination of the prosthesis by slp on (B)(6) 2007, it was noted that the entire esophageal flange was missing. MFR notified per slp on (B)(6) 2007.